Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the continuous glucose monitor (cgm) had inaccuracies compared to blood glucose (bg) meter in addition to an adverse event that occurred. The patient has stated that he had passed out and was taken to the hospital by ambulance and stayed for 5 to 6 hours from (B)(6) 2016 to (B)(6) 2017 12:30 am. At the hospital the patient was stabilized and was given blood and urine test, then later released. The patient stated he was treated but not sure of medications administered for the low blood glucose that was experienced. At time of contact the patient's condition was good now. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The customer complaint could not be confirmed because it could not be determined if any error occurred on the date of event. The root cause could not be determined.